Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a power cable disconnected alarm on the system controller/system monitor, while the system was supported by the power module, was confirmed based on the functional and electrical testing of the returned unshielded 14-volt power module patient cable used at the time of the event. The returned patient cable was unable to fully mate with a test power module as a result of bent pins found in the 16-pin lemo power connector (power module side) during the visual inspection. A test system controller was connected to the returned patient cable and an intermittent power cable disconnect (connect power) alarm was observed. The voltage values displayed during analysis were at reduced level of 12.7-12.9 volts. The analysis of the bent pins appeared to be related to a misalignment issue between the power module receptacle and the power module connector end on the patient cable upon physically mating the two parts. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage.the power module patient cable connecting issues are also covered under manufacturer labeling on the pm IFU doc.# 103772 rev. B. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experiences power cable disconnect alarms when connected to patient cable and white lead alarms. This doesn't occur if connected to black cable lead or batteries. The patient's cable was exchanged in clinic for a new ungrounded cable.